Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm intermittently occurred while the customer was not outside of labeled operating altitude range. Reportedly, the customer cleaned the speaker holes, loaded a new cartridge, and cleared the alarm. Additionally, it was reported that the pump date was incorrect, cause was unknown. During troubleshooting with tandem technical support, the customer corrected the date and resumed insulin therapy. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Cause was not known. A correction bolus was delivered to address bg.